Event description:
It was reported that in (B)(6) hospital 3 tfna nails has broken from the proximal hole, where the collum screw is inserted. 1 of those breakages occured after 9 months from the original surgery. 1 of the breakages occured on a patient with difficult fracture pattern. On these 2 cases the surgeon stated that these failures have not been implant related. The 3rd case, the nail broke after 2 to 3 months from the original surgery. In this case there was no "explanation" for the breakage. After the primary surgery there was no fault on post-op x-rays or anything else to complain on the surgery. So, this raised the surgeons concern on implant related breakage. No x-rays or implants are available for inspection. The patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing. Additionally, the patient require revision surgery or hardware removal. Hardware/explant removal due to nail breakage.

Manufacturer narrative:
Product complaint #(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees, caused or contributed to the potential event described in this report. H11 additional narrative: d1, d2, d3, d4, g4-510k: this report is for an unk - nails: tfna/unknown lot. Part and lot number are unknown. Without the specific part number, the UDI number and 510-k number is unknown.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.